Event description:
According to the reporter: during thoraco/lobectomy, they connected cartridge to handle for the third firing for resection of right upper lobe of lung, the surgeon tried to fire the device, however could not. Replaced by a new cartridge, the procedure was completed with no problem. The status of the patient: no problem.